Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with myopotential oversensing and inhibition of bi-v pacing. Oversensing was not reproducible. Programming changes were made. Dft and further actions will be discussed with the physician. The patient will continue to be monitored.